Event description:
The event occurred on an unspecified day in (B)(6) 2022, and involved a bag spike adapter w/spiros w/red cap, vented cap. The reporter stated that during the administration of an oncology medication there were micro bubbles seen in the infusion line. This has been noticed a few times and suspect air leaks in the ch3034. The device was changed out and replaced with no further problems. There was no cuts or holes in the involved product. There was patient involvement, however no report of patient harm. This captures 1 of 3 occurrences.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.